Event description:
The customer reported that the system table would not move, communication error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the surge suppressor board, rerouted dc volt harness and repaired connections from dc supply to collimator node. The system was tested and found to be working as intended and put back in service.